Manufacturer narrative:
The returned sample was evaluated and the customer report was confirmed that the unit yielded high pressures. Testing on the unit was done to replicate the 100% testing required for all parts to pass and the results were different. The cause of the high pressure test results is inconclusive, as no damage or obstruction was found within the device upon disassembly.

Event description:
An ahmed glaucoma valve was implanted, but the patient's iop did not decrease.

Manufacturer narrative:
The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Evaluation of the returned device is ongoing and once completed, this report will be updated.

Event description:
On (B)(6) 2021, the valve was implanted. After that, the patient's iop did not decrease. Doctor removed it on (B)(6) 2021.